Manufacturer narrative:
Updated data: a4. Patient weight added. B5. Additional information received from the physician / author stated that the valve did not cause or contribute to the patient's death. The physician / author reported the patient's death was multifactorial and believed to be secondary to septic shock. In addition, the valve did contribute to the native leaflet ostial obstruction on deployment; however, it was noted this would not have occurred in the absence of the valve. It is unknown if the valve was directly related to the acute ischemic stroke and new-onset atrial fibrillation. Lastly, the acute encephalopathy and septic shock were due to an aspiration event and were thought to be unrelated to the valve. D8. Answer provided for new question that was added to updated version of the medwatch 3500a form. G1. New manufacturer contact information provided. H6. The initial report was submitted prior to the release of the updated version of the medwatch 3500a form. Annex e and f codes provided in this supplemental report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Citation: boshara a et al. The tavr that got away: a case report. Case (phila). 2020 oct; 4(5): 337¿340. Published online 2020 jun 18. Doi: 10.1016/j.case.2020.05.012. Earliest date of publish used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding a (B)(6)-year-old female patient with a medical history of renal transplantation in the setting of end-stage renal disease, prior venous thromboembolism on anticoagulation, hypertension, nonobstructive coronary artery disease, and severe aortic stenosis who presented with dyspnea on exertion. The patient underwent transcatheter aortic valve replacement (tavr) with a 26 mm medtronic evolut pro (serial number not provided). Following valve deployment, trivial paravalvular leak was noted. After sheath removal and hemostasis, the patient became hypotensive with systolic blood pressure of 65 mm hg and bradycardic at 45 beats per minute. Electrocardiography showed inferior st-segment elevation. Repeat transesophageal echocardiography revealed new right ventricular (rv) dilation and severe dysfunction, basal left ventricular inferior wall dyskinesis, and no indication of pericardial effusion. The physician/author stated the patient progressed to a state of cardiogenic shock. Aortography showed no right coronary artery (rca) flow and native leaflet ostial obstruction was suspected. The patient received extensive volume resuscitation, pressor support, and rv pacing. Multiple attempts to engage and wire the rca ostium were mostly un successful. Partial flow was eventually restored, which was associated with an improvement in systolic blood pressure to greater than 200 mm hg, resolution of rv dysfunction, and improved left ventricular dysfunction. Out of concern for potential rca re-occlusion in the future, it was decided to proceed with wiring and possibly stenting the rca through the evolut pro struts. During the additional attempts to wire through the valve struts into the rca ostium, the guiding catheter became trapped in the struts of the valve. Efforts to free the trapped guiding catheter from the struts caused the valve to dislodge into the ascending aorta. Attempts to pull the valve back to the descending aorta using a lasso technique were unsuccessful. At this point, the physician/author team decided to defer further intervention because of the prolonged hypotension, anesthesia, and extensive contrast use. Surgical aortic valve replacement with explant of the dislodged valve was planned. Before the surgery could be performed, the patient¿s clinical course was further complicated by profound hypoxia due to aspiration requiring endotracheal reintubation, cardiac tamponade due to rv perforation by the temporary pacing lead (manufacturer not identified) necessitating drainage, new-onset atrial fibrillation, and an acute ischemic stroke. The patient was eventually extubated and sent to an extended-care facility to recover for future surgical intervention. Ultimately, the patient was readmitted for acute encephalopathy and septic shock and died two months after tavr. No additional adverse patient effects or product performance issues were reported.